Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for differences between sensor glucose and blood glucose levels and the insulin delivery was suspended due to the difference in the glucose values, also asked for help to update pump software to be able to use instinct sensor. The event involved product(s) mmt-7040a, mmt-1884 and mmt-6101. Troubleshooting was performed for difference between glucose levels, the customer blood glucose was 178 mg/dl and the sensor glucose was 58 mg/dl. The difference between sensor glucose and blood glucose values was 120 mg/dl and it was beyond the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for general documentation. Reported issue resolved, no escalation required. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884 and mmt-6101.